Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. Visual inspection of the device showed no problem. An acoustic test was performed and it passed.

Event description:
It was reported that while mapping the left atrium (la) for an atrial fibrillation (afib) procedure, the patient experienced a pericardial effusion. The physician performed a double transseptal procedure with intracardiac echocardiography (ice) using the fast anatomical mapping (fam). While the mapping was in progress, the anesthesiologist noticed a drop in the patient's blood pressure. The physician immediately administered neosynephrine. The procedure was aborted and the patient was given heparin reversing agents. The physician performed a pericardiocentesis and the patient was reported to be in stable condition. No additional information was provided.